Event description:
Caller reported occlusion alarms. There was no adverse impact on customer's blood glucose level. Customer resolved the issue by changing cartridge and continued to use the pump for insulin therapy.